Event description:
It was reported that the pump touch screen had a blank white screen. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use current pump then will switch to an alternate method of insulin therapy.